Manufacturer narrative:
Patient weight was not provided for reporting. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted this report is for one (1) flexible reamer shaft/unknown lot. The potential part numbers of the flexible reamer shaft are 352.040 or 352.044, depending on length. Without the specific part number, the UDI number is not available. Without a lot number the device history records review could not be completed. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibia shaft fracture repair on (B)(6) 2018, one (1) inserter for titanium elastic nail broke into multiple fragments. To put an elastic nail inward, the surgeon was malleting on the back end of the inserter and the inserter broke into multiple fragments. All fragments generated were retrieved successfully. The surgeon then used a t-handle chuck out of a large ex-fix set to complete the procedure. This resulted in a surgical delay of approximately one (1) minute. The surgery was reported to have been completed successfully and without any complications. The patient was reported as fine after the procedure. The unknown flexible reamer shaft was received broken into 2 pieces and identified on (B)(6) 2018. The device was received broken with no context around it. It is unknown if the device was used in the surgery on (B)(6) 2018 when the inserter for ti elastic nails broke intra-operatively. Concomitant devices reported: mallet (part# unknown, lot# unknown, quantity# 1); titanium elastic nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown flexible reamer shaft. This is report 2 of 2 for complaint (B)(4).

Event description:
The initial complaint was reviewed and the event for this device will be reported on (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and the event for this device will be reported on (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product investigation was conducted. The returned flexible shaft (352.04x, n/a) is used in a variety of trauma procedures when reaming of the medullary canal is performed. The returned shaft was received with superficial signs of routine use, and broken into two pieces in the proximal area where the shaft transitions into the coupling region, which confirmed its complaint condition and made further replication inapplicable. The returned flexible shaft did not have a visible/legible part/lot number etched on it, which could indicate that it was either manufactured prior to the earliest available drawings for 352.040/352.044, both of which call for the etching of a part/lot number, or that the returned shaft¿s etching had worn off as the cumulative effect of routine use over its lifetime. The difference between the two versions of the flexible shaft (352.040/352.044) is the shaft length (470mm/620mm), but the relevant feature of the shaft diameter is the same for both shafts. Relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Upon inspection of the returned shaft it was noticed that either the shaft was manufactured prior to the earliest available drawings for 352.040/352.044 which would mean that it was either manufactured prior to 07jun2000 or 11feb2004, or used so often, and for so long, that its etching had worn off. Regardless, the significant unimpeded usage of the returned shaft prior to the reported complaint condition, is an indication that its material composition did not contribute to the complaint condition, and therefore further material testing would not add value to the investigation and will therefore not be performed. Dimensional check was performed per relevant drawing. Measured area proximal to break on both returned pieces and found to be conforming. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The associated flexible reamer technique guide warns that blunt reamer heads can increase intramedullary pressure and temperature significantly, and that reaming should never be done without using a reaming rod. It is possible that not following procedure and/or the use of dull reamer heads could have contributed to the complaint condition. Additionally, if the procedure involved reaming of bone which was exceptionally dense/hard, it could have also introduced complications which could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.